Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device delivered half the intended amount of medication. There was no report of patient harm.

Event description:
The customer initially reported that the device delivered half the intended amount of medication. Tpn was infusing at 130ml/hr continuously when the infusion stopped. The tpn infusion was resumed until it was completed. There was no report of patient harm. The customer later returned a pca module rather than a large volume pump module as expected, and confirmed when questioned that the pca device was the suspect, but was unable to explain the discrepancy of the report of tpn infusing at 130 ml/hr rather than a pca medication at a lower rate as would be expected. No intended pca programming parameters were provided.

Manufacturer narrative:
The customer¿s report that the device stopped infusing half of the tpn was not confirmed or replicated. Additionally, tpn was not listed in the two profiles available for pca infusions. Review of the pcu event logs show that a pump module was attached to the pcu twice on (B)(6) 2018 but no infusions were logged for that device. A comprehensive review of the logs did not identify the alleged infusion event with a rate of 130ml/hr. All programmed infusions associated to the pca module were pca dose only infusions instead of the stated continuous infusion. The last programmed infusion on the pca module was recorded on (B)(6) 2018 at 1:47 pm as a pca dose only infusion at a rate of 150ml/hr. Functional testing confirmed that the pca module is operating as intended, within specification. The root cause of the pca module infusing half of the medication was not determined.